Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lifetime ventricular sensing integrity counter is 103 and all counts accumulated over the first three weeks of implant. A high value of this count can indicate a possible intermittency in the system. Lia was installed and was triggered (B) (6) 2010.

Event description:
It was reported that 2 weeks after implant, the alert tone alarmed and the patient went to ER. Sensing integrity counters were up to 84 for greater than 13 days and noise was observed on the non-sustained tachycardia egms. An x-ray was done that showed the pin wasn't fully into the header, and the issue was resolved by electrical reprogramming. No patient complications were reported as a result of this event.